Event description:
Allegedly, after doctor removed a bladder calculus on (B)(6) 2009, pathology lab examined it and found it was hollow and encased a ceramic beak from a resectoscope sheath. They believe the beak came off a sheath used in a bladder stone procedure 6 months prior to this event ((B)(6) 2009). The breakage went unnoticed at the time. Hosp filed (B)(4) on the (B)(6) 2009 procedure.

Manufacturer narrative:
I was informed by hosp contact that they use 3rd party repair company for their repairs. She stated that this sheath had been sent out for repair numerous times and the beak has been replaced a number of times. When I asked if it was returning for eval, she said it had already been sent out for a 3rd party repair.